Manufacturer narrative:
The investigation consisted of review of submitted data, review of product historical data and product labeling. Review of product historical data for any trends and all customer complaints received for this issue did not identify any adverse trends or abnormal complaint activity. The submitted data showed that the plt result for the sample with edta anticoagulant was 5.92 10e3/ul; however, the scatter did not show obvious plt clumping, and there was no plt clmp flagging. The missed flagging may possibly be due to the patient had small platelets that formed the clumps. The result data from the sample with sodium citrate anticoagulant was not submitted for this investigation. Per complaint information, the sample with sodium citrate anticoagulant was taken from the same venipuncture and generated a plt result of approximately 90 10e3/ul. The complaint incident for this specific patient sample may be due to its sensitivity to the edta anticoagulant. The possibility of cold agglutinins being present in the sample could not be eliminated. A review of labeling concluded that the issue is sufficiently addressed. Based on available information and submitted data, the incident was a sample-specific issue; therefore, a product deficiency was not identified for the cell-dyn sapphire analyzer, list number 08h00-01.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a falsely decreased cell-dyn sapphire platelet result of 5.92 k/ul was questioned by a physician. Microscopic smear review identified 120 - 180 k/ul for platelets. The patient stated that the patient has small platelets that form clumps, but the analyzer did not generated any flagging. No adverse impact to patient management was reported.